Event description:
Additional information received reports the patient had a loss of therapeutic effect. Her urinary symptoms were similar to what she had before the implant. She had no stimulation sensation. The patient was not able to adjust stimulation. The device was powered off. It was reviewed how to turn ins (stimulator) on. This action resolved the reported issue. The return of symptoms was during (B)(6) 2015 and no stimulation sensation was during (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had not been able to adjust stimulation. The patient was not connecting programmer to ins (stimulator). The stimulation was on program 1 at 2.7 volts. The patient increased to 3.9 volts and the upper limit reached. Patient services explained meaning. This action resolved the reported issue. The programmer was functioning as designed and event was noted as user error. The patient reports no stimulation sensation. The patient reports a loss of therapeutic effect which occurred a couple months ago. There was no recent falls/traumas. The symptom was a loss of bladder control. Symptoms reported had sudden onset. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available. Refer to manufacturer report # 3004209178-2015-01440.

Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v382274, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot# v800628, implanted: (B)(6) 2012, product type lead. (B)(4).